Manufacturer narrative:
According to the recipient report the device was explanted for medical reasons, namely an infection at the implant site, which developed more than three years after implantation. A biofilm formation would be the cause as reported by the surgeon, however no further information has been received. Additionally an incomplete insertion was achieved at implantation (one channel was left extra-cochlea) and in situ measurements show two channels with high impedance status. Since the concerned device was explanted but has not been received for investigation yet, a root cause for the reported high channels cannot be determined but a partial migration cannot be totally excluded. No information available points to the implant being the source of infection. A review of the devices sterilization records shows that the device has been subject to a valid sterilization process.

Event description:
The user had an infection on the implanted side and therefore was explanted on (B)(6) 2019. Re-implantation is considered after 3 months.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had an infection on the implanted side and therefore was explanted on (B)(6) 2019. A biofilm formation would be the cause as reported by the surgeon. Re-implantation is considered after 3 months.